Event description:
It was reported that a lead integrity alert (lia) triggered for elevated sensing integrity counter (sic) and non-sustained ventricular tachycardia (vt) due to electromagnetic interference. The patient was welding at the time of the episodes. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.